Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The patient's blood glucose level was 470 mg/dl at the time of the call. The customer stated that they experienced in no delivery alarms. The customer was advised to change their reservoir. The customer did not return the product back for analysis.